Manufacturer narrative:
The insulin pump passed the following testing: displacement, self-test, unexpected restart, and basic occlusion. However, it failed the prime test, as the device was unable to prime due moisture damage on the force sensor resistor. No error alarms were noted during testing. The device was received with the following cosmetic damage: cracked reservoir tube lip, minor scratches on display window, cracked case at the display window corner, cracked belt clip slot, and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call, the insulin pump had alarm an unknown alarm and it had physical damage. The display was worn out and it had many scratches. Customer didn't provide a blood glucose reading. Customer is returning the device for analysis.